Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device in the service mode and user mode, which did not confirm the reported device behavior. The fse was unable to isolate the issue to an internal fault within the device. The fse performed the operational verification of the device and having met manufacture specifications the device was returned to the customer. No hardware was replaced therefore, no component investigation will be performed by our quality manufacturing group.

Event description:
The customer reported an unresolved transducer fault alarm on this ventilator device. The customer stated no patient issue was associated with this event.